Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Two pd nurses associated with the patient reported that touch contamination is suspected to have caused the peritonitis infection. Touch contamination is a well-documented risk factor for peritonitis in pd patients and a frequent cause for infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported that the patient was experiencing abdominal pain (date of onset unspecified) and as a result went to the hospital on (B)(6) 2019 and was admitted with peritonitis. Per the pdrn the nephrologist reported growth of gram-positive organism, but species is unknown currently as the hospital discharge summary is not available. The patient was treated with unknown antibiotics intra-peritoneal (ip) in the hospital and was subsequently discharged home on (B)(6) 2019. No further details about the hospitalization were provided due to the nurse not having the medical records. The nurse stated the patient went to the outpatient pd clinic on (B)(6) 2019 and was dosed with vancomycin 1000 mg ip. Additionally, repeat pd cultures were obtained; however, the results are not available. Per the nurse, cause is unknown at this time, but touch contamination is suspected. The nurse states the patient did not experience any fluid leaks or any issues with any fresenius device, product or drug in relation to the peritonitis event. The patient is recovering and completing pd treatments with the same cycler at home.